Event description:
It was reported that during use of an intra-aortic balloon an autofill alarm occured. There was a patient involved. No harm was reported. There is no more information available regarding the balloon used.

Manufacturer narrative:
E1 - event site name: (B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.